Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from a cut in its tubing. The device was setup with a flo-gard infusion pump, and the leak occurred during priming, by a nurse, with an unknown solution. There was no patient involvement. Additional information was requested and is not available.